Event description:
It was reported that the customer was hospitalized for dka. The customer was vomiting for the past 2-3 days. It was indicated that the customer was treated with an insulin drip. The family member called back and stated that the leadscrew did not rotate completely. It was conveyed that the customer had the flu and had been vomiting for two days. The md had changed the medication due to illness. Troubleshooting was done and the pump did pass the functional tests. The contact was educated on following the two hbg rule.